Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, indicating that the voltage is too low for the projected remaining capacity. Data analysis identified potential high impedance within the battery. Technical services (ts) noted that the battery impedance will continue to increase and eventually disable rf telemetry. As a result, device replacement was recommended. The device was explanted and replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.

Manufacturer narrative:
Correction to section d suspect medical device. Field d6b, explant date.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, indicating that the voltage is too low for the projected remaining capacity. Data analysis identified potential high impedance within the battery. Technical services (ts) noted that the battery impedance will continue to increase and eventually disable rf telemetry. As a result, device replacement was recommended. No adverse patient effects were reported, and this device remains in service. Additional information was received that the device was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this device for analysis.